Event description:
It was reported that during an adenoid procedure the unit was ot ablating or coagulating. The procedure was completed without further complications, using a bovie medical device. There was no pt complications as a result of this event.

Manufacturer narrative:
Patient identifier and weight were not reported.